Manufacturer narrative:
Manufacturer's investigation conclusion: the reported low flow alarms could not be confirmed as no log files were submitted for review. A specific cause for the alarms and a direct correlation between heartmate 3 left ventricular assist system (lvas) and the reported events could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. The IFU lists adverse events that are associated with the use of the left ventricular assist device system. Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 liters per minute (lpm). A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 7, ¿alarms and troubleshooting,¿ explains system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook also outlines system controller alarms, as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that on 08mar2023 the patient was doing well overall but was dry and had experienced low flow alarms on days when they were at cardiac rehabilitation. The patient was instructed to adequately hydrate, and their pump speed was decreased. A transthoracic echocardiogram (tte) was performed on (B)(6) 2022 and showed mitral regurgitation. No medication changes were made, and the patient was reportedly doing well.